Event description:
It was reported that premature deployment of stent occurred. A 6x80x120 epic¿ vascular stent was introduced into the sheath however, it was noted that the stent was deployed prior to putting the stent into the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).